Event description:
No new information.

Manufacturer narrative:
An event regarding registration fails involving a mako tha software was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: a request for a field service engineer inspection was not made and the robot was not inspected as no work order details are provided. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob1723 was inspected with no reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed as there has been no onsite inspection by a field service engineer. If a field service inspection is requested, further investigation will be completed on this issue. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
The following information was provided: during mako tha 4.1, inclination and version were very off at 90 inclination and 60 version. Pelvic registration was difficult to capture points around the entire acetabulum, so we tried to re register the mako and verification movements were in the wrong order than usual. Additionally, while trying to complete pelvic registration, the blue probe was slowly moving on the screen but remaining still in the surgeons hand.